Event description:
A surgeon reported that a haze was observed on an intraocular lens (iol) after it had been implanted. There was no pt impact/injury associated with this event, and the iol remains in place. It is not known how long the iol has been implanted prior to this observation. Add'l info has been requested.